Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device remains implanted.

Event description:
It was reported that post-op a gastric procedure, the patient developed an infection at the port site. The port was not removed and there is no schedule removal date. There were no other patient consequence reported.